Manufacturer narrative:
Philips q and r has completed the investigation for this failure. Philips received a fix for this issue and the fix was applied to ecare coordinator production and sandbox (test) environments sometime between thursday may 4, 2017 and friday may 5, 2017. Q&r will continue to monitor for trends.

Event description:
A salesforce software defect was discovered that prevents data transactions from being rolled back when there is an exception error. This can cause partial data to be saved whenever an exception occurs in the philips ecarecoordinator (ecc) clinical user interface. Specific areas of concern are the clinical notes and patient calendar features of ecc. Although no harm has been caused by this defect, it has the potential to result in harmful scenarios if clinical communications to patients are not saved properly.